Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the constant downstream occlusion alarm, which was experienced while attempting to run a loaded set. Evaluation found the downstream sensor current reading was out of specification (high) with a fluid filled set loaded. The downstream sensor was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device constantly displayed the downstream occlusion message. There was no patient involvement.